Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for direct bilirubin, glucose, and phencyclidine for patient samples assayed on a synchron lxi 725 clinical system. The erroneous results for direct bilirubin, glucose, and phencyclidine were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported obtaining an instrument-generated error message of "oir low" for the direct bilirubin and glucose analyses. The customer reported obtaining an instrument-generated error message of "oir hi" for the phencyclidine analysis. The customer reported that the patient samples were reassayed on another analyzer. Numerical results were obtained and were within the expected patient ranges. The customer reported that the reassay for glucose yielded a result of "around 200-300 mg/dl". No other specific patient sample results were provided by the customer. The customer reported that quality control results recovered within the laboratory's established ranges both prior to and after the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the cuvette wash valve. The repair was verified per established procedures.